Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The rep called to report history of high impedance and recent revision that the patient had on (B)(6) 2018, patient had >40k on three pairs of electrodes. Per the rep the surgeon only replaced the lead and then normalized (around 1800 ohms) and the rest were between 14k-40k . Patient continued to have high impedances even after lead change out. The pair that the patient was using for programming was normal range so they closed up. Patient was programmed to their electrodes they had been using and gotten therapy from, though therapy was pending at the time of the report. Patient will be seen again on (B)(6) 2018 and the rep will be there. Patient would have had a revision surgery earlier but patient had heart surgery and was on medication which disqualified them from having the revision surgery. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the high impedances was not determined.